Event description:
The distributor reported to baxter corporate product surveillance regarding an unknown quantity of interlink buretrol set(s) that 'cannot keep fluid in the drip chamber, there is air in the chamber during setup.' No patient involvement, injury or adverse event is reported. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.